Event description:
When a bucket drape was placed up on the field to be used to drape the patient, it was noted that the drape had a large cut through it. The packaging was then searched for and found to have had the same cut in it. It was determined that everything on the field had then been contaminated. Everything was removed from the patient and torn down. No incision had been made. The patient was re-prepped and the set up was redone using all new supplies and instrumentation.